Event description:
"Guard gets hot to the touch when using" is stated on the repair record. On follow up conversation with the hosp, the purchasing rep, and main or nurse said that they do not remember of any incident surrounding this event, there is no incident report filed.